Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had under infusion of flagyl on a patient and then during testing of the device it was found not to infuse properly due to kinked tubing which once the tubing was fixed, it infused as expected. There was no known patient injury or medical intervention associated with this event. No additional information is available.